Manufacturer narrative:
Patient's identifier, event date, implant and explant date were not provided. When the requested information becomes available, supplementary report will be submitted.

Event description:
Per (B)(4), before clinical procedure, it was found that patient did not have proper bone width.